Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The image shows the guide wire partially advanced into the catheter and unraveled from the proximal end. The customer returned one guide wire and catheter for analysis. The guide wire was returned advanced through the catheter. Definite signs of use in the form of biological material were observed on the guide wire body. The guide wire was removed from the catheter to further analyze the components. Visual analysis revealed that the guide wire was unraveled from the proximal weld and kinked in multiple locations. The catheter was additionally kinked in the same locations as the guide wire kinks. The core wire was exposed out of the coil wire. Microscopic examination confirmed that the core wire was separated from the coil wire at the proximal weld and that both welds were full and spherical. The major kinks in the guide wire body were measured 261mm, 336mm, 355mm, and 395mm from the distal tip. The major kink in the catheter body were measured 150mm from the distal tip. The broken core wire measured 680mm in length , which is within the specification of 678mm-688mm per guide wire product drawing. The outer diameter of the guide wire measured 0.855mm, which is within the outer diameter specification of 0.838mm-0.877mm per guide wire product drawing. The catheter body length measured 220mm, which is within the specification of 207mm-227mm per catheter product drawing. A lab inventory 0.035" guide wire was inserted through the distal tip of the catheter. The guide wire passed with little to no resistance. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal weld was intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "swg is stuck and cannot be pulled out. The device replaced and no patient harm." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "swg is stuck and cannot be pulled out. The device replaced and no patient harm." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".